Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery for the second time, and that the tubing was leaking. The customer did not recall the blood glucose reading. The customer was assisted in performing a 5 unit fixed prime and the insulin did not exit and the insulin pump alarmed for no delivery. The customer was advised to remove the reservoir and to disconnect and then reconnect the infusion set and reservoir and to run a manual prime. The customer reported that the insulin pump alarmed during the manual prime. The customer was advised to change the set and reservoir as soon as possible. The customer agreed to return the product for analysis.